Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in a very tortuous circumflex artery, the maverick2 monorail balloon lost pressure on the pressure gauge at 6 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another catheter to complete the procedure. A balance guidewire (size unknown) and a mach 1 guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.